Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (2 grams, stat, route not reported) and gentamicin (20 mg, once daily, intraperitoneally) for 14 days. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.